Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. The reported event of a suture break and bands failing to deploy was confirmed based on the information provided in the event description. A risk review was completed and verified that the event of suture break was defined in the risk documentation and is documented accordingly, and this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; however, the event description stated that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire as instructed and instead rotated the wheel. The labeling review confirmed that this step is required per the instructions for use (IFU), and failure to take up slack can negatively affect the interaction between the ligator housing and the endoscope, as well as the mechanism responsible for deploying the bands. The device history record could not be reviewed without a reported lot number; however, the IFU and labeling documents contain clear and adequate instructions with no issues related to wording, translation, or graphics. Based on the lack of evidence of device malfunction and the clear indication that the IFU was not followed, all compiled information in this investigation determines that the most probable cause is failure to follow instructions.

Event description:
This pertains to the second of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that during the procedure, the first speedband superview super 7 kit had difficulty deploying the bands. A second kit was then used; however, after the first band was deployed, the suture connecting the banding wire to the banding cap broke. The procedure was successfully completed using a third speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire on the handle unit. Instead, they rotated the wheel. However, according to the instructions for use (IFU), the physician is required to take up slack by pulling the proximal end of the trip wire on the handle unit before proceeding.

Event description:
This pertains to the second of two speedband superview super 7 devices used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. It was reported that during the procedure, the first speedband superview super 7 kit had difficulty deploying the bands. A second kit was then used; however, after the first band was deployed, the suture connecting the banding wire to the banding cap broke. The procedure was successfully completed using a third speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire on the handle unit. Instead, they rotated the wheel. However, according to the instructions for use (IFU), the physician is required to take up slack by pulling the proximal end of the trip wire on the handle unit before proceeding.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.